Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. In addition, a complete insertion could not be achieved at implantation resulting in two extra-cochlear channels. However, to determine an exact root cause a device investigation of the explanted device is necessary. Based on preliminary diagnostic imaging results, contralateral implantation is considered. No date for revision surgery has been scheduled yet.

Event description:
Reportedly, the user lost all hearing benefit with the device. Contralateral implantation is considered. Despite requested, no date has been received for the revision surgery yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the user lost all hearing benefit with the device.

Event description:
Reportedly, the user lost all hearing benefit with the device. The user has been re-implanted. As per device explant report, the device was found dislocated at explantation.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, a complete insertion could not be achieved at implantation resulting in two extra-cochlear channels. The problems given in the recipient report appear to match the damage found. This is a final report.